Event description:
The reporter stated that the ventricular catheter has pulled off the valve connector of the implanted devices in about four pediatric patients. The shunts were implanted for between two weeks and about two years. He states that the connector is very short and there is little room to suture and that the catheter is easily pulled off the connector flange when tied with a 2.0 silk suture. All patients required valve revision but were otherwise not harmed. Information about specific patients was not provided by the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.